Event description:
Approximately 4 months ago, the institution implemented a new type of scd device from a different manufacturer than we had previously been using. The device we switched to is the covidien scd express compression system with the covidien (tyco kendall) scd express compression system sleeves. We have since verified that five of our patients have experienced skin integrity issues on lower extremities associated with the use of the covidien scd express compression system sleeves. Descriptions of the skin integrity issues are: 1) two areas on medial and lateral calf with striated pattern of ecchymosis. 2) ecchymosis on lower extremities. Scd discontinued and foot pump utilized. 3) altered skin integrity. Right lower leg 12 cm superficial bruising noted over shin. Gauze padding placed over shin. Blister noted on lateral lower extremity with compromised skin. Small amount of sanguineous drainage noted with no foul odor. Area padded and entire lower leg covered with an ace wrap. Left lower leg: ecchymosis and blisters noted laterally and medially of shin. Area measured at 12 cm and ecchymosis wraps around leg. Small amount of serous drainage noted with no foul odor. 30% of the areas remain intact. Multiple blisters over ankle area. One blister with compromised skin and small amount of serous drainage noted with not foul odor. The other blisters remained intact. Mepilex placed and lower leg covered with an ace wraps. Scd discontinued. 4) lower extremity ecchymosis which is purple in color. 5) left lower extremity has bruising. ====================== manufacturer response (per reporter) for scd express compression system sleeves, covidien (tyco kendall)======================the details of the complaint have been forwarded to the appropriate personnel and an investigation has begun. We will make every effort to identify the root cause of the problem and implement corrective actions as necessary.